Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a full battery depletion leading to a pump stop was confirmed via log file review. Data from the reported event dates of (B)(6) 2025 was reviewed. At 23:05:36 on (B)(6) 2025, a no external power alarm activated due to both batteries depleting to 0v. The batteries had been in use for approximately 19 hours when they completely depleted. The backup battery supported the system for approximately 2 hours until 1:17:54 on (B)(6) 2025 when a pump stop occurred due to the backup battery also completely depleting. After the system lost power, the system controller shut down for an unknown period. The system controller was connected to a power module at an unknown time with the driveline disconnected; this was consistent with a log file download of the system controller. No other notable events were observed in the log file. Provided information indicated that the patient was found deceased at home with the pump off for unknown reasons. Root cause of the pump stop was determined to be due to total battery depletion, but the root cause of the battery depletion was unable to be determined via this investigation. The device history record for the system controller (serial number (B)(6)) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. Heartmate 3 instructions for use, rev. C section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D section 5 ¿ ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. Heartmate 3 instructions for use, rev. C section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook, rev. D section 3 ¿ ¿powering the system¿ addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. The heartmate 3 patient handbook, rev. D cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient passed away at home due to an unknown cause. Log files were submitted for review. The event log captured a low power advisory starting (B)(6) 2025 at 19:35 due to battery depletion. The low power advisory turned into a low power hazard from 22:26 to 23:03. Power cable disconnect and no external power alarms were captured from 23:05 to 01:17. The backup battery automatically activated at that time. At 01:17 to 01:18 the log captured an intentional pump stop, low speed advisory and low speed hazard alarm due to loss of all power. The loss of all power resulted in a system controller clock reset. In addition, the event log indicated that the patient did not utilize the power module/mobile power unit, which suggested that the patient was sleeping on battery power. Otherwise, there were no notable alarm conditions or parameter changes prior (B)(6) 2025. Based on the visible data in the log file the mechanical circulatory system equipment was operating as intended electronically and mechanically.